Event description:
This is filed to report tissue damage. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, a flail, and a small valve. Two xtw clips were successfully implanted on the mitral valve, reducing mr to <1. However, shortly after deployment of the second clip, mr returned to a grade of 4 and it was observed the posterior clip arm had perforated the posterior leaflet. The clips were noted to be stable on both leaflets. The physician attempted to implant a third clip, but the gradient increased to 4.5mmhg while grasping. Due to the gradient, it was determined to not implant the third clip. The procedure was discontinued, and mr remained at a grade of 4. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported unchanged mitral regurgitation (mr) appears to be related to the tissue injury and the tissue injury appears to be related to procedural condition. Mr and tissue injury are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the patient effects. There is no indication of a product issue with respect to manufacture, design or labeling.